Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level were 33 mmol/l, 26 mmol/l, 27 mmol/l, 22.8 mmol/l, 19 mmol/l and 14.9 mmol/l. Customer also reported air bubble anomaly. Customer treated with bolus. Customer had symptoms of nausea, vomiting, abdominal pain and difficulty in breathing. Customer had alleged that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. The device will not be returned for analysis.